Manufacturer narrative:
Two opened knife samples were received by manufacturing, one was marked faulty and the other one was marked correct, not faulty. The returned samples were inspected per facility procedure. The knife marked faulty was determined to be visually nonconforming with the cutting edge bevel reversed. A review of the device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history was reviewed which revealed that this is the first complaint for reported lot number. The evaluation confirms the incorrect blade bevel orientation as was noted by the customer. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel is that the blade was placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the knife was then angled, this caused the knife to be bent in the opposite direction. An investigation was initiated to find possible root cause and preventative actions. The visual inspection criteria are to reject an instrument with an incorrect blade orientation such as the returned sample which was missed. The investigation has determined that additional procedure instructions were required to enhance the inspection process. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A procedure revision will be implemented to enhance the inspection process. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a knife cutting edge was noted under the microscope to be facing downward in the wrong direction prior to surgery. There was no contact with the patient. Additional information has been requested.